Manufacturer narrative:
H.6. Investigation summary: material #: 368607. Bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle, the safety shield broke off during deployment resulting in a needlestick injury to the finger of one healthcare professional. Post exposure testing was completed.